Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could led to the motor error alarm. The customer declined having a replacement pump sent to them. The customer mentioned that they had issues with the battery cap connection but solved the problem by taking the batteries out and reinserting them in the pump. Furthermore, the customer mentioned they had issues with inaccurate readings from their sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See svn (B)(4) for related documentation.